Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had reverted to the setup mode. The patient tests his blood glucose 3-4 times a day. He manages his diabetes with an unknown type of insulin. The patient indicated that the alleged issues started four days prior to contact lifescan, at an unspecified time during the night. For 3 days, the patient mentioned that he could not test and therefore, did not know how much insulin to take. At an unknown time, after the alleged issue began, the patient claimed that he developed "low blood sugar" symptoms of shaky hands, nausea, and his heart started beating fast. The patient administered self-treatment by drinking orange juice. The patient was unwilling to provide the date/time the symptoms developed. The customer service representative (csr) was unable to obtain additional information since the patient disconnected the call prematurely. The alleged issue was resolved with troubleshooting. The patient claimed that the issue did not start after the meter's battery was replaced/removed. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following information: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.